Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic with stored auto mode switch episodes. The atrial lead was oversensing noise. The atrial sensitivity was decreased and the patient would continue to be monitored.